Manufacturer narrative:
Device discarded by customer. Manufacturer name, city and state, serial number, lot number, and unique identifier (UDI) # , and manufacturing site name and address could not be provided as product was discarded before abiomed employee was made aware of the incident and could gather the information. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted for acute myocardial infarction (ami) with shock-impella pre-(pci) percutaneous coronary intervention. Heparin was not added to the purge for 2-3 hours post implant due to a great deal of groin bleeding at site. Within 24 hours a pfhgb was drawn which resulted in the 300s, the pump was then explanted due to hemolysis.